Event description:
Medtronic received information that following the implant and suturing of this bioprosthetic valve, which appeared intact upon initial inspection, the patient experienced severe bleeding upon the unclamping of the aorta. The bleeding originated from the proximal suture line along the non-coronary sinus. The aorta was re-clamped to inspect the bleeding and an issue was observed at the junction between the sewing ring and the actual bioprosthetic root. Several attempts to correct this issue and restore aortic root integrity were performed unsuccessfully because of continued bleeding at the site. The valve was explanted and replaced with another freestyle root without further adverse patient effects.

Manufacturer narrative:
Analysis: the device has not been returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that following the implant and suturing of this bioprosthetic valve, which appeared intact upon initial inspection, the patient experienced severe bleeding upon the unclamping of the aorta. The bleeding originated from the proximal suture line along the non-coronary sinus. The aorta was re-clamped to inspect the bleeding and an issue was observed at the junction between the sewing ring and the actual bioprosthetic root. Several attempts to correct this issue and restore aortic root integrity were performed unsuccessfully because of continued bleeding at the site. The valve was explanted and replaced with another freestyle root without further adverse patient effects. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the sewing ring appeared to be slightly everted. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. All commissures were intact. The myocardial tissue was torn, approximately 8 mm in length, from under the cloth base stitching in the right non-coronary inferior coaptive area. The tissue appeared stretched adjacent the tear, possibly due to the everted sewing ring. Tissue remained in place under the cloth above the stitching line. Conclusion: the device history review of this valve was reviewed and no issues were noted that would have impacted this event. It was reported that the bleeding was observed at the junction between the sewing ring and the actual bioprosthetic root. There is a possibility that the cloth can pull away if there is significant tension/twisting/distortion while performing the anastomosis. Based on laboratory analysis, the leaflets and commissures were intact. The leaflets were flexible. The sewing ring appeared to be slightly everted, with a tear in the tissue starting under the cloth base stitching. The myocardial tissue was stretched adjacent the tear. There was tissue in place under the cloth sewing ring (above the stitch line) which indicates that tissue was sewn to the sewing ring correctly and the tear occurred post production. The cause of the bleeding appears to be from the tear in the myocardial tissue related to user technique. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.